Event description:
It was reported that during intubation, the connector kept "popping out". No patient harm or injury. The current status of the patient is unknown and per the customer no further information will be available. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.